Event description:
It was reported that during a spine laminectomy, the motor device was running at low revolutions per minute (rpm). It was reported that 16,000 rpm's was the fastest the device would run. There was no delay in a surgical procedure. A spare device was not available for use. The user continued to use the device and completed the surgical procedure with the actual device. There was no injury or medical intervention reported. There was no patient information available. The sales representative tested the motor device and indicated that it was sitting ¿right at 16,000 rpm's¿. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter contact number not provided. Device evaluation: the actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the rpm's were low and one pin had been pushed back in the connector body. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.